Event description:
It was observed that during the device evaluation, the uretero-reno videoscope angulation lever is stuck. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the discovered damage is the internal mechanism of the curved control section is damaged, which is the cause of the incident. The event can be detected/prevented by following the instructions for use which state: instructions operation manual_ chapter 3 preparation and inspection_3.3 inspection of the endoscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.